Manufacturer narrative:
(B)(4). Date sent: 3/27/2025. D4: batch # 871c33. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60g reload loaded on the device. The reload was received unfired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the red motor wire was noted to be pinched, therefore making the device non-functional. In addition, the lever bailout was damaged due to interaction with the cam bailout, this is consistent with a device been bailout. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. It is possible that an outside the normal use force was applied on the lever bailout as it was pushed down once the device was bailout. Please reference the instruction for use for more information. The motor wire disconnected is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. Device history review: a manufacturing record evaluation was performed for the finished device batch number 871c33, and no non-conformances were identified.

Event description:
It was reported that during a sleeve gastrectomy procedure that after the battery was inserted the device had no power and would not function. Another like device was used to continue with the procedure. There were no adverse consequences for the patient.